Manufacturer narrative:
Device evaluated by MFR? Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a battery replacement today ((B)(6) 2018) from a primary cell to get the newest rechargeable battery so they could use high density (hd) programming to get low back pain relief (meet demands of programming). The device was returned on 2018-12-20, but analysis was not performed and an analysis requested had not been requested. Additional information was received from a healthcare provider (hcp) on 2019-02-14, clarifying that the patient¿s primary cell battery was replaced with the new rechargeable because they weren¿t getting adequate coverage since implant (2018(B)(6)). No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-05-02 15:32:27 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the ins serial# (B)(4) found that it was functionally okay and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.